Event description:
Catheters were found to leak at the junction where the catheter material connects to the suture wing hub of the catheter.

Manufacturer narrative:
This malfunction occurred several times with this customer and this product code. Information on the additional occurrences can be found in the following mdrs: 2245270-2021-00071; 2245270-2021-00072; 2245270-2021-00073. We received the failed devices for batch # 010720gh and 080620gh for this complaint. Testing for lot# 010720gh shows that the catheter was shortened at approx. The 18 cm marking. It is not possible to flush the catheter as it is occluded. Testing for lot # 080620gh shows that the catheter was shortened at approx. The marking of 4 cm marking. A supply line is connected to the ll-hub and a 3 ml bd posiflush syringe to the ll-hub of this supply line. Flushing the sample for lot# 080620gh does not result in a flow through the distal tip but shows a leakage at the junction of catheter tube and wing. The microscopic examination of both lots shows that the surface of the broken areas at the junction is rough, which is a typical sign for the effect of excessive tensile stress and/or degradation of the catheter material pur due to the use of alcohol-based disinfectant. We were informed that the customer used alcohol-based disinfectant. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Furthermore, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. Batch history records were reviewed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and extension line (wing) was between 3.64 n and 6.39 n and therefore also within our specification (3 n). Visual tests and incoming goods inspections are carried out. There are four complaints for batch 080620gh in total, no further complaints for batch 010720gh and five complaints regarding a leaking catheter at the junction on code 1252.031 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
This malfunction occurred several times with this customer and this product code. Information on the additional occurrences can be found in the following mdrs: 2245270-2021-00072, 2245270-2021-00073. The failed devices have been returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Catheters were found to leak at the junction where the catheter material connects to the suture wing hub of the catheter.